Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a "translucent flabby foreign material" - however, the foreign material noted between the control body unit and distal end was unable to be further specified. Moreover, no physical damage on the foreign material detection point was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "·inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Neither air nor water at the output of endoscope was observed due to a clogged nozzle. In addition to the finds reported in event, plastic distal end cover was cracked, and distal end insulation was not good. Due to wear of angle wire, bending angle did not meet the standard value. The universal cord was wrinkled. The vent valve was corroded. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope water channel was clogged. There was no report of patient harm associated with this event. During incoming inspection, it was determined the nozzle was clogged with a translucent flabby material. The material got clogged in between the control body unit and the distal end. This medwatch is being submitted to capture the reportable malfunction found during evaluation.